Event description:
It was reported that the patient had a poly exchange on (B)(6) 2014 due to an infection.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.